Event description:
Following two years of successful cochlear implant use, patients's hearing abilities deteriorated and patient reported that the device functioned intermittently. Although device integrity test results were consistent with normal receiver/stimulator function, the health care provider elected to explant and replace the device in 2005.